Manufacturer narrative:
Console logs from the reported day of event are consistent with complaint and show multiple and persistant rfid errors that interfered with proper detection of the purge cassette which prevented purge and priming from operating during case start. After the console was received in danvers and tested, the issue was reproduced, although intermittently (manifested by rfid error messages and malfunction of the purge cassette detection). By detaching and slightly repositioning the purge assembly, it¿s been determined that the location of the rfid pca, with respect to the other components of the console (4-in-1 carrier and pbm), was affecting its operation - likely the defective rfid pca became susceptible to emi (electro-magnetic interference). Temporarily replacing the rfid pca with a known-good one resolved the issue and the rfid error could no longer be reproduced. The cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported an automated impella controller (aic) in use for a clinical procedure presented with issues not sensing the purge cassette and disc when priming. The medical team replaced the purge cassette, however this did not resolve the issue. The aic was then replaced, and the issue was resolved. There were no adverse events related to the product malfunction reported. No patient information was provided.